Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value unknown. Troubleshooting was not performed. Customer logs insulin was in reservoir compartment, insulin cannot be delivered, customer has no confidence in the insulin pump. Device will be return for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted during the testing.